Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure to her uterus"), menorrhagia ("menorrhagia with clots") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstruation irregular ("irregular cycles"), dyspareunia ("dyspareunia"), fatigue ("extreme fatigue"), migraine ("frequent migraines"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), teeth brittle ("brittle teeth"), abdominal pain lower ("cramping"), abdominal distension ("abdominal bloating"), metrorrhagia ("intermenstrual bleeding"), coital bleeding ("post coital bleeding"), headache ("headache"), mood swings ("mood swing"), irritability ("irritability") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (a laparoscopy removal of essure-dilation and curettage, hysteroscopy and bilateral salpingectomy and thermal endometrial ablation). At the time of the report, the device expulsion, menorrhagia, pelvic pain, menstruation irregular, dyspareunia, fatigue, weight increased, migraine, fibromyalgia, arthralgia, teeth brittle, abdominal pain lower, abdominal distension, metrorrhagia, coital bleeding, headache, mood swings, irritability and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, coital bleeding, device expulsion, dysfunctional uterine bleeding, dyspareunia, fatigue, fibromyalgia, headache, irritability, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, pelvic pain, teeth brittle and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral radiopaque tubal occlusion. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portions of unremarkable fallopian tubes, complete lumens are identified/piece of coiled wires/several pieces of essure material that is inside the wall of the uterus'), device dislocation ('essure coils still identified within abdomen'), device expulsion ('migration of essure to her uterus/essure still present within uterus/essure still present and likely migrated inside the uterus/embedded within the posterior wall of the endometrial cavity'), embedded device ('right fallopian tube orifice - embedded essure coil identified'), menorrhagia ('menorrhagia with clots, heavy bleeding, blood clots') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 30-year-old female patient who had essure (batch no. A06689) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, amenorrhea, menorrhagia, incontinence urinary, sore throat, fatigue, nausea, dysmenorrhea, anal fissure, headache, migraine, tremor, cervical pain, nasal sinus drainage, ear pain, knee pain, ear infection, dysfunctional uterine bleeding, ovarian cyst, rheumatoid arthritis, muscle weakness, back pain, weight fluctuation, fibromyalgia syndrome, uterine fibroid, abdominal distension, constipation, sexual abuse, physical abuse, nightmares, palpitations, chest discomfort, chest pain, shortness of breath, diarrhea, lower abdominal pain, pruritus, itching, watering eyes, sneezing, lumbar strain, lumbar radiculitis, constipation, sciatica and irritable bowel syndrome. (B)(6)2013: urine pregnancy test negative. Previously administered products included for an unreported indication: nsaids, topamax, clonazepam, fluoxetine, pristiq, tramadol, elavil, prozac, cymbalta, zyrtec and vistaril. Concurrent conditions included vaginal dryness, abdominal pain, vaginal discharge, vaginal haemorrhage, uterine bleeding, nausea, flank pain, stress, skin lesion, headache, phonophobia, photophobia, vomiting, head injury, endometriosis, sinus infection, fever, numbness, myositis, myalgia, myositis, muscle spasms, obstructive sleep apnea syndrome, foot pain, night sweats, night sweats, memory loss, overweight, weight loss, overactive bladder, sciatica, eye swelling (left), nasal congestion, abscess, conjunctivitis, tongue dry and cervicitis. Concomitant products included baclofen, diazepam (valium), drospirenone;ethinylestradiol betadex clathrate (yaz 24+4), ethinylestradiol;levonorgestrel (jolessa), ethinylestradiol;levonorgestrel (seasonale), ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norgestimate (ortho tri-cyclen lo), ethinylestradiol;norgestimate (tri-sprintec), hydrocodone bitartrate;paracetamol (lortab), ibuprofen, ketorolac tromethamine, medroxyprogesterone acetate (depo provera), propranolol, sumatriptan (imitrex) and zonisamide (zonegran). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstruation irregular ("irregular cycles/irregular periods"), dyspareunia ("dyapareunia"), fatigue ("extreme fatigue"), migraine ("frequent migraines/increased frequency of migraines"), fibromyalgia ("fibromyalgia pain"), arthralgia ("joint pain"), teeth brittle ("brittle teeth"), abdominal pain lower ("cramping"), abdominal distension ("abdominal bloating"), metrorrhagia ("intermenstrual bleeding"), coital bleeding ("post coital bleeding"), headache ("headache"), mood swings ("mood swing"), irritability ("irritability"), anxiety ("anxiety"), back pain ("back pain") and mood altered ("mood changes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, a laparoscopic bilateral salpingectomy with cautery of endometriosis, d & c with hysteroscopy and thermal endometrial ablation unsuccessful). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, device dislocation, device expulsion, embedded device, menorrhagia, dysfunctional uterine bleeding, pelvic pain, menstruation irregular, dyspareunia, fatigue, weight increased, migraine, fibromyalgia, arthralgia, teeth brittle, abdominal pain lower, abdominal distension, metrorrhagia, coital bleeding, headache, mood swings, irritability, anxiety, back pain and mood altered outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, coital bleeding, device breakage, device dislocation, device expulsion, dysfunctional uterine bleeding, dyspareunia, embedded device, fatigue, fibromyalgia, headache, irritability, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood altered, mood swings, pelvic pain, teeth brittle and weight increased to be related to essure. The reporter commented: insertion details : number of coils inside cavity: 4 on (B)(6)2015, patient underwent a laparoscopic bilateral salpingectomy with cautery of endometriosis, dilation and curettage with hysteroscopy. She was shocked to learn that an abdominal x-ray performed on (B)(6)2018, confirmed that the essure coils were not removed and they were still implanted within her ¿pelvic area¿. On (B)(6)2018, she underwent a total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2018: impression· the components or the essure device are contained in the operative specimen of the uterus. Computerised tomogram pelvis - on (B)(6)2014: impression- 1. Large apparent right ovarian cyst, recommended six-week follow up ultrasound to document expected resolution. 2. Otherwise essentially unremarkable. Hysterosalpingogram - on (B)(6)2013: impression and findings: bilateral radiopaque tubal occlusion coils appear appropriate in position, positioned centrally within the fallopian tubes, with occlusion of both fallopian tubes demonstrated. No free flow of contrast into the peritoneal cavity or any opacification of the fallopian tubes.. Pathology test - on (B)(6)2015: diagnosis: a. Fallopian tube, excision, bilateral: portions of unremarkable fallopian tubes, complete lumens are identified. Piece of coiled wire, gross diagnosis only. B. Endometrium, curettings: benign mid-secretory phase endometrium and changes suggestive of a benign endometrial polyp. No atypia or hyperplasia are identified.; on (B)(6)2018: diagnosis: uterus and cervix (204 grams) with foreign body: cervix: -chronic cervicitis. Endometrium: - features compatible with prior endometrial ablation. -embedded essure coil identified on gross examination (xl). Myometrium: - adenomyosis. -leiomyoma (0.7 cm). Right fallopian tube orifice: - embedded essure coil identified on gross examination (xl). Separately submitted soft tissue fragments: - organizing fat necrosis. Ultrasound scan vagina - on (B)(6)2014: impression - cystic mass in the tight ovary. Recommend six-week follow-up ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional uterine bleeding, abdominal distension, abdominal pain lower, menstruation irregular, metrorrhagia, dyspareunia, pelvic pain, menorrhagia, coital bleeding, migraine, fibromyalgia, anxiety. Most recent follow-up information incorporated above includes: on 20-aug-2019: pfs and mr received: lot no added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data, historical drug, concomitant drugs were added. New events - back pain, mood changes were added. Events added from medical records - essure coils still identified within abdomen, right fallopian tube orifice - embedded essure coil identified, portions of unremarkable fallopian tubes, complete lumens are identified/piece of coiled wires were added/several pieces of essure material that is inside the wall of the uterus. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure to her uterus"), menorrhagia ("menorrhagia with clots") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstruation irregular ("irregular cycles"), dyspareunia ("dyapareunia"), fatigue ("extreme fatigue"), migraine ("frequent migraines"), fibromyalgia ("fibromyalgia"), arthralgia ("joint pain"), teeth brittle ("brittle teeth"), abdominal pain lower ("cramping"), abdominal distension ("abdominal bloating"), metrorrhagia ("intermenstrual bleeding"), coital bleeding ("post coital bleeding"), headache ("headache"), mood swings ("mood swing"), irritability ("irritability") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (a laparoscopy removal of essure-dilation and curettage, hysteroscopy and bilateral salpingectomy and thermal endometrial ablation). Essure was removed on (B)(6) 2015. At the time of the report, the device expulsion, menorrhagia, pelvic pain, menstruation irregular, dyspareunia, fatigue, weight increased, migraine, fibromyalgia, arthralgia, teeth brittle, abdominal pain lower, abdominal distension, metrorrhagia, coital bleeding, headache, mood swings, irritability and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, coital bleeding, device expulsion, dysfunctional uterine bleeding, dyspareunia, fatigue, fibromyalgia, headache, irritability, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood swings, pelvic pain, teeth brittle and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: bilateral radiopaque tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2019: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portions of unremarkable fallopian tubes, complete lumens are identified/piece of coiled wires/several pieces of essure material that is inside the wall of the uterus'), device dislocation ('essure coils still identified within abdomen/migration'), device expulsion ('migration of essure to her uterus/essure still present within uterus/essure still present and likely migrated inside the uterus/embedded within the posterior wall of the endometrial cavity'), embedded device ('right fallopian tube orifice - embedded essure coil identified'), menorrhagia ('menorrhagia with clots, heavy bleeding, blood clots/abnormal bleeding') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 30-year-old female patient who had essure (batch no. A06689) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, amenorrhea, menorrhagia, urge incontinence, sore throat, fatigue, nausea, dysmenorrhea, anal fissure, headache, migraine, tremor, neck pain, nasal sinus drainage, ear pain, knee pain, ear infection, dysfunctional uterine bleeding, ovarian cyst, rheumatoid arthritis, muscle weakness, back pain, weight fluctuation, fibromyalgia syndrome, uterine fibroid, abdominal distension, constipation, sexual abuse, physical abuse, nightmares, palpitations, chest discomfort, chest pain, shortness of breath, diarrhea, lower abdominal pain, pruritus, itching, watering eyes, sneezing, lumbar strain, lumbar radiculitis, constipation, sciatica, irritable bowel syndrome, loss of cervical lordosis, tenderness, neoplasm, cardiovascular disease, unspecified, myofascial pain syndrome, depression, blurred vision, diplopia, dizziness, loss of consciousness, infertility, nocturia, sexual dysfunction, sleep disorder, urinary incontinence, urinary urgency, vaginal discharge, foot pain and arthralgia. (B)(6) 2013: urine pregnancy test negative. Previously administered products included for an unreported indication: nsaids, topamax, clonazepam, fluoxetine, pristiq, tramadol, elavil, prozac, cymbalta, zyrtec and vistaril. Concurrent conditions included vaginal dryness, abdominal pain, vaginal discharge, vaginal haemorrhage, uterine bleeding, nausea, flank pain, stress, skin lesion, headache, phonophobia, photophobia, vomiting, head injury, endometriosis, sinus infection, fever, numbness, myositis, myalgia, myositis, muscle spasms, obstructive sleep apnea syndrome, foot pain, night sweats, night sweats, memory loss, overweight, weight loss, overactive bladder, sciatica, eye swelling (left), nasal congestion, abscess, conjunctivitis, tongue dry, cervicitis, chills and anxiety. Concomitant products included baclofen, diazepam (valium), drospirenone;ethinylestradiol betadex clathrate (yaz 24+4), ethinylestradiol;levonorgestrel (jolessa), ethinylestradiol;levonorgestrel (seasonale), ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norgestimate (ortho tri-cyclen lo), ethinylestradiol;norgestimate (tri-sprintec), hydrocodone bitartrate;paracetamol (lortab), ibuprofen, ketorolac tromethamine, medroxyprogesterone acetate (depo provera), propranolol, sumatriptan (imitrex) and zonisamide (zonegran). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstruation irregular ("irregular cycles/irregular periods"), dyspareunia ("dyapareunia"), fatigue ("extreme fatigue"), migraine ("frequent migraines/increased frequency of migraines"), fibromyalgia ("fibromyalgia pain"), arthralgia ("joint pain"), teeth brittle ("brittle teeth"), abdominal pain lower ("cramping"), abdominal distension ("abdominal bloating"), metrorrhagia ("intermenstrual bleeding"), coital bleeding ("post coital bleeding"), headache ("headache"), mood swings ("mood swing"), irritability ("irritability"), anxiety ("anxiety"), back pain ("back pain"), mood altered ("mood changes"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, a laparoscopic bilateral salpingectomy with cautery of endometriosis, d & c with hysteroscopy and thermal endometrial ablation unsuccessful). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, device expulsion, embedded device, menorrhagia, dysfunctional uterine bleeding, pelvic pain, menstruation irregular, dyspareunia, fatigue, weight increased, migraine, fibromyalgia, arthralgia, teeth brittle, abdominal pain lower, abdominal distension, metrorrhagia, coital bleeding, headache, mood swings, irritability, anxiety, back pain, mood altered, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, autoimmune disorder, back pain, coital bleeding, device breakage, device dislocation, device expulsion, dysfunctional uterine bleeding, dyspareunia, embedded device, fatigue, fibromyalgia, headache, hypersensitivity, irritability, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood altered, mood swings, pelvic pain, teeth brittle and weight increased to be related to essure. The reporter commented: insertion details : number of coils inside cavity: 4 on (B)(6) 2015, patient underwent a laparoscopic bilateral salpingectomy with cautery of endometriosis, dilation and curettage with hysteroscopy. She was shocked to learn that an abdominal x-ray performed on (B)(6) 2018, confirmed that the essure coils were not removed and they were still implanted within her ¿pelvic area¿. On (B)(6) 2018, she underwent a total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2018: impression· the components or the essure device are contained in the operative specimen of the uterus. Computerised tomogram pelvis - on (B)(6) 2014: impression- 1.large apparent right ovarian cyst, recommended six-week follow up ultrasound to document expected resolution. 2. Otherwise essentially unremarkable. Hysterosalpingogram - on (B)(6) 2013: impression and findings: bilateral radiopaque tubal occlusion coils appear appropriate in position, positioned centrally within the fallopian tubes, with occlusion of both fallopian tubes demonstrated. No free flow of contrast into the peritoneal cavity or any opacification of the fallopian tubes.. Pathology test - on (B)(6) 2015: diagnosis: a. Fallopian tube, excision, bilateral: portions of unremarkable fallopian tubes, complete lumens are identified. Piece of coiled wire, gross diagnosis only. B. Endometrium, curettings: benign mid-secretory phase endometrium and changes suggestive of a benign endometrial polyp. No atypia or hyperplasia are identified.; on (B)(6) 2018: diagnosis: uterus and cervix (204 grams) with foreign body: cervix: -chronic cervicitis. Endometrium: - features compatible with prior endometrial ablation. -embedded essure coil identified on gross examination (xl). Myometrium: - adenomyosis. -leiomyoma (0.7 cm). Right fallopian tube orifice: - embedded essure coil identified on gross examination (xl). Separately submitted soft tissue fragments: - organizing fat necrosis. Ultrasound scan vagina - on (B)(6) 2014: impression - cystic mass in the tight ovary. Recommend six-week follow-up ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional uterine bleeding, abdominal distension, abdominal pain lower, menstruation irregular, metrorrhagia, dyspareunia, pelvic pain, menorrhagia, coital bleeding, migraine, fibromyalgia, anxiety. Batch number:a06689 manufacture date: 2012-05 expiration date:2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: event hypersensitivity and autoimmune disorder added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portions of unremarkable fallopian tubes, complete lumens are identified / piece of coiled wires / several pieces of essure material that is inside the wall of the uterus'), device dislocation ('essure coils still identified within abdomen / migration'), device expulsion ('migration of essure to her uterus / essure still present within uterus / essure still present and likely migrated inside the uterus / embedded within the posterior wall of the endometrial cavity'), embedded device ('right fallopian tube orifice - embedded essure coil identified'), menorrhagia ('menorrhagia with clots, heavy bleeding, blood clots / abnormal bleeding') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 30-year-old female patient who had essure (batch no: a06689) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, amenorrhea, menorrhagia, urge incontinence, sore throat, fatigue, nausea, dysmenorrhea, anal fissure, headache, migraine, tremor, neck pain, nasal sinus drainage, ear pain, knee pain, ear infection, dysfunctional uterine bleeding, ovarian cyst, rheumatoid arthritis, muscle weakness, back pain, weight fluctuation, fibromyalgia syndrome, uterine fibroid, abdominal distension, constipation, sexual abuse, physical abuse, nightmares, palpitations, chest discomfort, chest pain, shortness of breath, diarrhea, lower abdominal pain, pruritus, itching, watering eyes, sneezing, lumbar strain, lumbar radiculitis, constipation, sciatica, irritable bowel syndrome, loss of cervical lordosis, tenderness, neoplasm, cardiovascular disease, unspecified, myofascial pain syndrome, depression, blurred vision, diplopia, dizziness, loss of consciousness, infertility, nocturia, sexual dysfunction, sleep disorder, urinary incontinence, urinary urgency, vaginal discharge, foot pain and arthralgia. On (B)(6) 2013: urine pregnancy test negative. Previously administered products included for an unreported indication: nsaids, topamax, clonazepam, fluoxetine, pristiq, tramadol, elavil, prozac, cymbalta, zyrtec and vistaril. Concurrent conditions included vaginal dryness, abdominal pain, vaginal discharge, vaginal haemorrhage, uterine bleeding, nausea, flank pain, stress, skin lesion, headache, phonophobia, photophobia, vomiting, head injury, endometriosis, sinus infection, fever, numbness, myositis, myalgia, myositis, muscle spasms, obstructive sleep apnea syndrome, foot pain, night sweats, night sweats, memory loss, overweight, weight loss, overactive bladder, sciatica, eye swelling (left), nasal congestion, abscess, conjunctivitis, tongue dry, cervicitis, chills and anxiety. Concomitant products included baclofen, diazepam (valium), drospirenone;ethinylestradiol betadex clathrate (yaz 24+4), ethinylestradiol; levonorgestrel (jolessa), ethinylestradiol; levonorgestrel (seasonale), ethinylestradiol; norethisterone acetate (loestrin), ethinylestradiol; norgestimate (ortho tri-cyclen lo), ethinylestradiol; norgestimate (tri-sprintec), hydrocodone bitartrate; paracetamol (lortab), ibuprofen, ketorolac tromethamine, medroxyprogesterone acetate (depo provera), propranolol, sumatriptan (imitrex) and zonisamide (zonegran). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstruation irregular ("irregular cycles / irregular periods"), dyspareunia ("dyapareunia"), fatigue ("extreme fatigue"), migraine ("frequent migraines / increased frequency of migraines"), fibromyalgia ("fibromyalgia pain"), arthralgia ("joint pain"), teeth brittle ("brittle teeth"), abdominal pain lower ("cramping"), abdominal distension ("abdominal bloating"), metrorrhagia ("intermenstrual bleeding"), coital bleeding ("post coital bleeding"), headache ("headache"), mood swings ("mood swing"), irritability ("irritability"), anxiety ("anxiety"), back pain ("back pain"), mood altered ("mood changes"), hypersensitivity ("hypersensitivity symptoms") and autoimmune disorder ("autoimmune symptoms") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, a laparoscopic bilateral salpingectomy with cautery of endometriosis, d & c with hysteroscopy and thermal endometrial ablation unsuccessful). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, device expulsion, embedded device, menorrhagia, dysfunctional uterine bleeding, pelvic pain, menstruation irregular, dyspareunia, fatigue, weight increased, migraine, fibromyalgia, arthralgia, teeth brittle, abdominal pain lower, abdominal distension, metrorrhagia, coital bleeding, headache, mood swings, irritability, anxiety, back pain, mood altered, hypersensitivity and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, autoimmune disorder, back pain, coital bleeding, device breakage, device dislocation, device expulsion, dysfunctional uterine bleeding, dyspareunia, embedded device, fatigue, fibromyalgia, headache, hypersensitivity, irritability, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood altered, mood swings, pelvic pain, teeth brittle and weight increased to be related to essure. The reporter commented: insertion details : number of coils inside cavity: 4 on (B)(6) 2015, patient underwent a laparoscopic bilateral salpingectomy with cautery of endometriosis, dilation and curettage with hysteroscopy. She was shocked to learn that an abdominal x-ray performed on (B)(6) 2018, confirmed that the essure coils were not removed and they were still implanted within her ¿pelvic area¿. On (B)(6) 2018, she underwent a total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray: on (B)(6) 2018: impression· the components or the essure device are contained in the operative specimen of the uterus. Computerised tomogram pelvis: on (B)(6) 2014: impression- 1. Large apparent right ovarian cyst, recommended six-week follow up ultrasound to document expected resolution. 2. Otherwise essentially unremarkable. Hysterosalpingogram: on (B)(6) 2013: impression and findings: bilateral radiopaque tubal occlusion coils appear appropriate in position, positioned centrally within the fallopian tubes, with occlusion of both fallopian tubes demonstrated. No free flow of contrast into the peritoneal cavity or any opacification of the fallopian tubes. Pathology test: on (B)(6) 2015: diagnosis: a. Fallopian tube, excision, bilateral: portions of unremarkable fallopian tubes, complete lumens are identified. Piece of coiled wire, gross diagnosis only. B. Endometrium, curettings: benign mid-secretory phase endometrium and changes suggestive of a benign endometrial polyp. No atypia or hyperplasia are identified.; on (B)(6) 2018: diagnosis: uterus and cervix (204 grams) with foreign body: cervix: -chronic cervicitis. Endometrium: features compatible with prior endometrial ablation. Embedded essure coil identified on gross examination (xl). Myometrium: adenomyosis. Leiomyoma (0.7 cm). Right fallopian tube orifice: embedded essure coil identified on gross examination (xl). Separately submitted soft tissue fragments: organizing fat necrosis. Ultrasound scan vagina: on (B)(6) 2014: impression / cystic mass in the tight ovary. Recommend six-week follow-up ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional uterine bleeding, abdominal distension, abdominal pain lower, menstruation irregular, metrorrhagia, dyspareunia, pelvic pain, menorrhagia, coital bleeding, migraine, fibromyalgia, anxiety. Batch number: a06689, manufacture date: 2012-05, expiration date: 2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2020: quality safety evaluation of ptc(product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('portions of unremarkable fallopian tubes, complete lumens are identified/piece of coiled wires/several pieces of essure material that is inside the wall of the uterus'), device dislocation ('essure coils still identified within abdomen'), device expulsion ('migration of essure to her uterus/essure still present within uterus/essure still present and likely migrated inside the uterus/embedded within the posterior wall of the endometrial cavity'), embedded device ('right fallopian tube orifice - embedded essure coil identified'), menorrhagia ('menorrhagia with clots, heavy bleeding, blood clots') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 30-year-old female patient who had essure (batch no. A06689) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, amenorrhea, menorrhagia, urge incontinence, sore throat, fatigue, nausea, dysmenorrhea, anal fissure, headache, migraine, tremor, neck pain, nasal sinus drainage, ear pain, knee pain, ear infection, dysfunctional uterine bleeding, ovarian cyst, rheumatoid arthritis, muscle weakness, back pain, weight fluctuation, fibromyalgia syndrome, uterine fibroid, abdominal distension, constipation, sexual abuse, physical abuse, nightmares, palpitations, chest discomfort, chest pain, shortness of breath, diarrhea, lower abdominal pain, pruritus, itching, watering eyes, sneezing, lumbar strain, lumbar radiculitis, constipation, sciatica and irritable bowel syndrome. (B)(6) 2013: urine pregnancy test negative. Previously administered products included for an unreported indication: nsaids, topamax, clonazepam, fluoxetine, pristiq, tramadol, elavil, prozac, cymbalta, zyrtec and vistaril. Concurrent conditions included vaginal dryness, abdominal pain, vaginal discharge, vaginal haemorrhage, uterine bleeding, nausea, flank pain, stress, skin lesion, headache, phonophobia, photophobia, vomiting, head injury, endometriosis, sinus infection, fever, numbness, myositis, myalgia, myositis, muscle spasms, obstructive sleep apnea syndrome, foot pain, night sweats, night sweats, memory loss, overweight, weight loss, overactive bladder, sciatica, eye swelling (left), nasal congestion, abscess, conjunctivitis, tongue dry and cervicitis. Concomitant products included baclofen, diazepam (valium), drospirenone;ethinylestradiol betadex clathrate (yaz 24+4), ethinylestradiol;levonorgestrel (jolessa), ethinylestradiol;levonorgestrel (seasonal), ethinylestradiol;norethisterone acetate (loestrin), ethinylestradiol;norgestimate (ortho tri-cyclen lo), ethinylestradiol;norgestimate (tri-sprintec), hydrocodone bitartrate;paracetamol (lortab), ibuprofen, ketorolac tromethamine, medroxyprogesterone acetate (depo provera), propranolol, sumatriptan (imitrex) and zonisamide (zonegran). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), pelvic pain ("pelvic pain"), menstruation irregular ("irregular cycles/irregular periods"), dyspareunia ("dyspareunia"), fatigue ("extreme fatigue"), migraine ("frequent migraines/increased frequency of migraines"), fibromyalgia ("fibromyalgia pain"), arthralgia ("joint pain"), teeth brittle ("brittle teeth"), abdominal pain lower ("cramping"), abdominal distension ("abdominal bloating"), metrorrhagia ("intermenstrual bleeding"), coital bleeding ("post coital bleeding"), headache ("headache"), mood swings ("mood swing"), irritability ("irritability"), anxiety ("anxiety"), back pain ("back pain") and mood altered ("mood changes") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy, a laparoscopic bilateral salpingectomy with cautery of endometriosis, d & c with hysteroscopy and thermal endometrial ablation unsuccessful). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, device dislocation, device expulsion, embedded device, menorrhagia, dysfunctional uterine bleeding, pelvic pain, menstruation irregular, dyspareunia, fatigue, weight increased, migraine, fibromyalgia, arthralgia, teeth brittle, abdominal pain lower, abdominal distension, metrorrhagia, coital bleeding, headache, mood swings, irritability, anxiety, back pain and mood altered outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, arthralgia, back pain, coital bleeding, device breakage, device dislocation, device expulsion, dysfunctional uterine bleeding, dyspareunia, embedded device, fatigue, fibromyalgia, headache, irritability, menorrhagia, menstruation irregular, metrorrhagia, migraine, mood altered, mood swings, pelvic pain, teeth brittle and weight increased to be related to essure. The reporter commented: insertion details : number of coils inside cavity: 4. On (B)(6) 2015, patient underwent a laparoscopic bilateral salpingectomy with cautery of endometriosis, dilation and curettage with hysteroscopy. She was shocked to learn that an abdominal x-ray performed on (B)(6) 2018, confirmed that the essure coils were not removed and they were still implanted within her ¿pelvic area¿. On (B)(6) 2018, she underwent a total laparoscopic hysterectomy with bilateral salpingectomy and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray on (B)(6) 2018: impression· the components or the essure device are contained in the operative specimen of the uterus. Computerised tomogram pelvis on (B)(6) 2014: impression- large apparent right ovarian cyst, recommended six-week follow up ultrasound to document expected resolution. Otherwise essentially unremarkable. Hysterosalpingogram on (B)(6) 2013: impression and findings: bilateral radiopaque tubal occlusion coils appear appropriate in position, positioned centrally within the fallopian tubes, with occlusion of both fallopian tubes demonstrated. No free flow of contrast into the peritoneal cavity or any opacification of the fallopian tubes. Pathology test on (B)(6) 2015: diagnosis: fallopian tube, excision, bilateral: portions of unremarkable fallopian tubes, complete lumens are identified. Piece of coiled wire, gross diagnosis only. Endometrium, curettings: benign mid-secretory phase endometrium and changes suggestive of a benign endometrial polyp. No atypia or hyperplasia are identified; on (B)(6) 2018: diagnosis: uterus and cervix (204 grams) with foreign body: cervix: chronic cervicitis. Endometrium: features compatible with prior endometrial ablation. Embedded essure coil identified on gross examination (xl). Myometrium: adenomyosis. Leiomyoma (0.7 cm). Right fallopian tube orifice: - embedded essure coil identified on gross examination (xl). Separately submitted soft tissue fragments: - organizing fat necrosis. Ultrasound scan vagina - on (B)(6) 2014: impression - cystic mass in the tight ovary. Recommend six-week follow-up ultrasound. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dysfunctional uterine bleeding, abdominal distension, abdominal pain lower, menstruation irregular, metrorrhagia, dyspareunia, pelvic pain, menorrhagia, coital bleeding, migraine, fibromyalgia, anxiety. Batch number: a06689, manufacture date: 2012-05, expiration date:2015-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.